Event description:
It was reported that the insulin pump had physical damage. Customer stated the insulin pump had a crack in the viewing window and reservoir compartment. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with minor scratches on lcd window, cracked reservoir tube window, broken reservoir tube lip, broken battery tube threads, and missing end cap sticker.